Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unresponsive. The power was cycled and the connection was checked but the issue did not resolve. Troubleshooting discussion included changing out the stylus and calibrating the stylus. The programmer has not been received into service. There was no patient involvement.